Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('two silver coil-like devices embedded within both sides of the cornu') and menorrhagia ('menorrhagia/ heavy menstrual bleeding') in a female patient who had essure inserted for female sterilisation. The patient's medical history included menorrhagia, menometrorrhagia, fatigue, tonsillectomy, cholecystectomy, gravida I, parity 1, vaginal delivery and penicillin allergy. Previously administered products included for an unreported indication: mirena from 2006 to 2008. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015 for menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy and left salpingectomy and dilation and curettage on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, embedded device and menorrhagia outcome was unknown. The reporter considered embedded device, menorrhagia and pelvic inflammatory disease to be related to essure. The reporter commented: the inserts in the left fallopian tube demonstrated about 5-6 coils visible and in the right fallopian tube about 2-3 coils were visible diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2015: operative procedure: total laparoscopic hysterectomy, right salpingo-oophorectomy, and left salpingectomy. Preoperative diagnoses: 1. Menorrhagia. 2. Metromenorrhagia. 3. Failed conservative management. Postoperative diagnoses: 1. Menorrhagia. 2. Metromenorrhagia. 3. Failed conservative management. 4. Chronic pelvic inflammatory disease. Findings: anteverted uterus, it sounds to 10 cm. The cervix is grossly normal. On visualization of the abdomen, there is a follicular activity on the right and left ovary. There is chronic pelvic inflammatory disease with adhesions involving the posterior ovarian fossa bilaterally. The right fallopian tube particularly is densely adherent posteriorly. There is some adhesions in the anterior cul-de-sac. The ovaries were otherwise normal. There is an periumbilical adhesions to the left of midline. Pathology test - on (B)(6) 2014: after dilation and curettage for heavy menstrual bleeding: disordered proliferative endometrium and endometrial polyps; on (B)(6) 2015: specimens received: 1. Uterus, cervix, tubes, rt. Ovary. Final diagnosis: uterus and bilateral fallopian tubes and right ovary, hysterectomy, bilateral salpingectomy, and right oophorectomy: - uterus (122 grams): - cervix: nabothian cysts; no dysplasia or malignancy. - endometrium: secretory phase endometrium. - myometrium: leiomyomata, adenomyosis. - uterine serosa: focal endometriosis. - bilateral fallopian tubes and right ovary: bilateral fallopian tube and right ovary without significant [-]. Pre-op diagnosis: menometrorrhagia. Post-op diagnosis: menometrorrhagia, pelvic inflammatory disease. Gross description: sectioning of the myometrium also reveals two silver coil-like devices embedded within both sides of the cornu. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, pelvic inflammatory disease. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('two silver coil-like devices embedded within both sides of the cornu') and menorrhagia ('menorrhagia/ heavy menstrual bleeding') in a female patient who had essure inserted for female sterilisation. The patient's medical history included menorrhagia, menometrorrhagia, fatigue, tonsillectomy, cholecystectomy, gravida I, parity 1, vaginal delivery and penicillin allergy. Previously administered products included for an unreported indication: mirena from 2006 to 2008. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015 for menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy and left salpingectomy and dilation and curettage on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, embedded device and menorrhagia outcome was unknown. The reporter considered embedded device, menorrhagia and pelvic inflammatory disease to be related to essure. The reporter commented: the inserts in the left fallopian tube demonstrated about 5-6 coils visible and in the right fallopian tube about 2-3 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2015: operative procedure: total laparoscopic hysterectomy, right salpingo-oophorectomy, and left salpingectomy. Preoperative diagnoses: menorrhagia, metromenorrhagia, failed conservative management. Postoperative diagnoses: menorrhagia, metromenorrhagia, failed conservative management, chronic pelvic inflammatory disease. Findings: anteverted uterus, it sounds to 10 cm. The cervix is grossly normal. On visualization of the abdomen, there is a follicular activity on the right and left ovary. There is chronic pelvic inflammatory disease with adhesions involving the posterior ovarian fossa bilaterally. The right fallopian tube particularly is densely adherent posteriorly. There is some adhesions in the anterior cul-de-sac. The ovaries were otherwise normal. There is an periumbilical adhesions to the left of midline. Pathology test - on (B)(6) 2014: after dilation and curettage for heavy menstrual bleeding: disordered proliferative endometrium and endometrial polyps; on (B)(6) 2015: specimens received: uterus, cervix, tubes, rt. Ovary. Final diagnosis: uterus and bilateral fallopian tubes and right ovary, hysterectomy, bilateral salpingectomy, and right oophorectomy: uterus (122 grams): cervix: nabothian cysts; no dysplasia or malignancy. Endometrium: secretory phase endometrium. Myometrium: leiomyomata, adenomyosis. Uterine serosa: focal endometriosis. Bilateral fallopian tubes and right ovary: bilateral fallopian tube and right ovary without significant. Pre-op diagnosis: menometrorrhagia. Post-op diagnosis: menometrorrhagia, pelvic inflammatory disease. Gross description: sectioning of the myometrium also reveals two silver coil-like devices embedded within both sides of the cornu. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, pelvic inflammatory disease. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.